Event description:
It was reported that, "screws were placed at l4.l5 and s1. The pt had a grade 4 spondylolisthesis and during reduction using xia reduction screws, the s1 screw tulip disassociated from the screw. The surgeon removed the screw and replaced it with a new screw."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.